Event description:
The account alleged that the head section is drifting down slowly. No report of injury.

Manufacturer narrative:
Technician asked the account to check the cardio pulmonary resuscitation valve and the head down valve. No further information is available on the repair of the bed at this time.